Manufacturer narrative:
This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) architect anti-hbs results were generated on a patient sample. An initial result of (B)(6) was generated. The sample was repeated and was around (B)(6) and was deemed (B)(6). Additional testing was performed and (B)(6) results were generated: (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
Section d. Suspect medical device the catolog # was changed from 07c18-37 to 07c18-34 no customer returns were available for investigation. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. Global ida data was reviewed which determined that the median patient result for architect anti-hbs lot 81214fn00 for negative patient samples falls within 1sd of the established baseline, confirming no systemic issue for the lot. A review of the product quality history for the lot number using search of the corrective and preventive actions (CAPA) system did not identify issues associated with the customer's observation. A review of result logs downloaded from abbottlink for instrument isr51517 was completed. Sample ID (B)(6) generated an anti-hbs value of 4.76 miu/ml on 07 may 2018. This sample was also reactive for anti-hbcii, reactive for hbsag (assay ID 600), reactive for anti-hbe and non-reactive for hbeag. Sample ID (B)(6) generated an anti-hbs value of 13.84 miu/ml on 08 may 2018. This sample was also reactive for anti-hbcii, reactive for hbsag (assay ID 600), reactive for anti-hbe and non-reactive for hbeag. No atypical signal curve profiles were observed for these samples. Log review identified sample ID (B)(6) which generated an anti-hbs value of 64.63 miu/ml on 08 may 2018. This sample was also reactive for anti-hbcii, reactive for hbsag (assay ID 600), reactive for anti-hbe and non-reactive for hbeag. It is unclear if these are indeed the samples in question, however if these are the retest results for the same sample, the data indicates increasing anti-hbs values. In addition, increasing hbsag results are observed. This may suggest a sample integrity issue. The architect anti-hbs reagent labeling was reviewed and was found to aequately address the issue. Based on the available information no product deficiency of the architect anti-hbs assay was identified.